Event description:
Information was received indicating that during use of this smiths medical cadd ms3 pump, the pump exhibited beeping. It was reported that the patient switched to back up pump and received remaining infusion volume. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.